Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the device lot number is unknown, therefore a DHR review could not be performed. If more information become available, the record will be re-assessed. Visual inspection: the scrdrivershaft-2.5-hex t15 (part #: 03.400.101, lot #: unknown) was received at us customer quality (cq). Visual inspection of the complaint device was performed and the hexagonal tip of the device was observed to be worn out. Functional test: the screwdriver shaft was received stuck in the handle. During functional assessment, unsuccessful attempts were made to disassemble the screwdriver shaft from the handle. The screwdriver shaft was stuck and could not be removed by pressing down the release knob on the handle. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: as the lot number was not known, the specific manufactured to drawing could not determined therefore a conservative approach was taken to review both revisions of the drawing. The diameters measured on both drawings were the same with the same tolerances so both revisions drawings were considered specifications per drawing. Measured dimensions distal shaft diameter: conform flat shaft diameter: conform big shaft diameter: conform. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the screwdriver shaft was received stuck inside the blue handle. Functional assessment was performed to disassemble both devices but it failed as both devices won't come apart. The hexagonal tip was found to be worn out. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the screwdriver shaft stuck to the handle and could not be disassembled. The procedure was completed using another device. There is no further information available. This report is for 1 screwdriver shaft 2.5 hexagonal/stardrive t15. This is report 3 of 3 for (B)(4).